Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a flexitrunk infant nasal tube had a split in the tubing. This was observed prior to patient use.

Manufacturer narrative:
The complaint flexitrunk nasal tubing is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.